Event description:
It was reported that a malfunction occurred on a pump, indicated as malfunction 199 with a specific fault ID. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if the issue reoccurred.